Manufacturer narrative:
(B)(4). Date sent: 6/02/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: 1. Please provide more information about "they use a lot the echelon 3000 in these surgeries, and that recently he noticed that the line of staples in the vascular cartridge leaves slight bleeding, and he needs to use an endo clip after the shot. He also said that in colon resection with a green staple (in most cases), the last staple of the cartridge does not get completely trimmed and creates a b shape." ¿ they usually use echelon 3000 in lar surgeries and the surgeon shared that in several surgeries he has experienced cases where there is more bleeding from the staple line (mainly vascular) and that he has also experienced cases where the last staples of the cartridge did not fully close into the b shape as they should. 2. Are those cases already reported? Yes. 3. If yes, please provide pc number (B)(4). 4. He did not mention a specific case but said that this is something that has been happening more generally in recent times. That¿s right. In one of the cases, I was present at the surgery and actually saw how the staples did not close all the way. Of course, I filed a complaint. 5. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples ¿ only one or two, and in the end of the firing (the end of the cartridge). 6. How was the bleeding controlled? Endo clips. 7. How much blood was lost (ml)? Not a significant amount of blood. 8. Did the patient require a transfusion? No. 9. Could you please provide more details about the type of oozing? It wasn¿t too serious but not something he could stopped with gaze. He used an endo-clip and it stopped. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lower anterior resection procedure, it was observed that the line of staples in the vascular cartridge left slight bleeding; and that they needed to use an endo clip after the shot. It was further reported that in colon resection with a green staple (in most cases), the last staple of the cartridge did not get completely trimmed and created a b shape. There was no patient consequence nor surgical delay reported. No additional information provided.